Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to motor encoder signal out of phase. The device was unable to confirm motor position encoder error alarm and unable to perform any tests due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had motor position encoder error and motor error during prime. The patient¿s blood glucose level was 200 mg/dl at the time of the incident. The device is expected to be returned for analysis.